Manufacturer narrative:
The technician at the account found the composite hook was broken when they investigated the slingbar. In the instruction guide for universal slingbars (7en1160185), the safety instruction section states: -before lifting, always make sure that the sling¿s strap loops are correctly fastened to the slingbar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. -for safety, load must be applied to all slingbar hooks on the slingbar during the lift! A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the slingbar to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the plastic end was snapped off the slingbar of the lift. The lift was located in the patient area at the account at the time of the event. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).